Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump passed prime/ compromised force sensor, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The motor tested ok. No motor error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 515 mg/dl. She states that after changing site the pump alarmed motor error. She states the motor error occurred during the fill tubing and has not been expose to a strong magnetic field. The customer is able to complete the rewind. Troubleshooting was not performed for the high blood glucose, because the pump is being returned for the motor error. The device will be returned for analysis.